Event description:
It was reported that the ipg had drifted more midline and the patient experienced difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was adjusted and remains implanted. The patient was doing well postoperatively.